Event description:
Allegedly, per paper by somers et al., "high serum ion levels in conserve plus big femoral head cemented total hip arthoplasty.", hip int. (B)(6) 2016: allegedly left hip of young female (no age stated) revised at 3 years for high serum cobalt levels (28 microgram/liter at 3 years). Patient originally was implanted with bilateral tha and at 3 years had cup angles of 43 and 42 deg and normal MRI findings. Patient exhibited left-sided mild psoa tendonitis. Femoral stem and femoral head were revised, the cup was retained and converted to a dual mobility cup.